Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection was performed and no notable conditions were found. The gui pcb was installed into a test ventilator for analysis. An investigation was performed and the identified root cause of the reported issue was isolated to a component (video graphics array controller u34) on the xena I pcb. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use on a patient an 840 ventilator had a blank display. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer inspected the device and confirmed the reported problem. The service engineer replaced the gui (graphical user interface) cpu (central processing unit). The ventilator passed testing and operated within the manufacturing specifications.